Manufacturer narrative:
Findings: device evaluation confirmed that the motor exhaust hose ruptured. The rupture site is about 25" from the motor base. There are pieces of the exhaust hose missing. The risks presented by this type of failure are: 1) a loud noise that may startle the operating room staff; 2) small fragments of the hose may detach and become airborne; 3) lubricant may enter the pt wound site and/or the operating room area. To assess the potential risk of infection from an oil mist resulting in a flexible hose burst, we reviewed our historical complaints related to oil leakage directly into the pt wound site during use of the legend pneumatic system. This known failure mode has resulted in no reports of secondary infections as a result of this direct transfer of oil into the pt wound site. Since the oil mist is more dispersed, it would result in smaller quantities of oil contacting the pt wound site. Therefore, the risk of infection from this type of oil mist is less likely. The noise from the hose bursting may create a temporary hearing loss or a temporary ringing in the ears condition for the operating room staff. For the pt, the surgeon may inadvertently nick a nerve or vessel due to becoming startled by the noise of the hose bursting. The legend pneumatic system IFU on page 3 warns "do not use legend system components if damage is apparent or if components do not run properly. The legend system must be inspected for damage prior to each use. Conduct a visual inspection of the motor's exhaust hose for cracks or tears". In addition, the legend pneumatic system IFU on page 4 instructs as follows: "non-sterile fluid may leak into the surgical site. As a result, measures may be required to protect the pt from infection, per physician's discretion."

Event description:
Hose ruptured about 3/4 way from motor to foot control. Oil and debris from inside the motor hose was released into the operating room, and may have contacted the pt wound site. On follow up, it was reported that the surgeon saw a large bubble forming in the motor hose out of the corner of his eye. He also heard a slight change in the pitch of the motor immediately before the hose ruptured. The rupture caused a delay of approx 1 and 1/2 hours to break down the room and clean up before they could resume the procedure. System pressure was set to 120 psi. This account is very familiar with midas rex pneumatic motors, and with the legend system. The rupture occurred approx 2 hours into the procedure. The drill had been used for approx 15 - 20 mins during this time. There was no pt impact and no additional antibiotics were administered.